Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed loss of capture. Lead dislodgement was suspected. A revision procedure was performed. This lead was removed, and replaced. No return of this lead is intended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.